Manufacturer narrative:
9/18/1998: h10 - additional information received from the health care provider indicates that cultures were performed on the pt, with staph organism identified. The pt was successfully treated with antibiotics, and the pt has not had another device implanted as of this date.

Event description:
E-mail received from patient's father stating that patient had device explanted due to infection. Follow-up letter will be sent to physician for further information about this event.